Event description:
It was reported to boston scientific corporation that a gold probe hemostatis catheter was used in the during a gastrointestinal procedure performed on (B)(6) 2021. During the procedure, the gold probe needle was removed from the packaging to treat the patient. Upon removal, the device tip fell off and on to the floor. The procedure was completed with another gold probe hemostatis catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by a hospital supply chain employee. The reported physician is: (B)(6). (B)(4). (Product investigation): one gold probe was received for analysis and a visual inspection noted that the tip of the device was detached. A microscope inspection revealed that the distal end of the catheter had evidence that the tip was correctly attached at one point. Evidence of tension was also observed on the wires end. No other issues were noted. The reported event was confirmed. Based on the information available and the analysis performed, it's most likely that user manipulation and/or some technique while unpacking or preparing the device resulted in submitting some extra tension to the tip which lead to the distal tip detaching. Therefore, the most probable root cause for this problem is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.